Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod arrived fully deployed. Rotational sensor abnormalities were observed. Contamination was observed on the commutator cap. Damage sustained to the pod prevented a rerun. Because the pod could not replicated the rotational malfunctions in a rerun, it could not be confirmed if the commutator cap contamination is the root cause of the rotational malfunctions. It could not be determined when the needle mechanism deployed. As such, it could not be confirmed is the rotational malfunctions are the root cause of the reported event. The external portion of the soft cannula was observed to be shortened. The timing and cause of the observed cannula damage could not be determined.